Event description:
Mayfield triad skull clamp slipped during a surgical procedure. No pt injury occurred as a result of the event. Follow-up info has been requested from the reporting facility .

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.